Event description:
The customer contacted the customer care solution center and alleged that the blood oxygen saturation was found to be unstable when it was high or low during monitoring. The device was in use on a patient at the time of the event.

Manufacturer narrative:
The issue was resolved by the field service engineer identifying and replacing the faulty oxygen probe. The device remains on site and in use at this customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
The customer contacted the customer care solution center and alleged that the blood oxygen saturation was found to be unstable. It is unknown if the complaint device was in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.